Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation revealed that three x-ray images dated (B)(6) 2024 have been provided and does have radiolucency above the contour, as well as some persistent bone fragment and broken implant components but cannot confirm root cause of the broken implants. Based on the information provided the clinical root cause of the reported events could not be determined. Without comparison images of previous x-rays, we are unable to confirm if there was adequate fixation or positioning following the first revision surgery. We are also unable to rule out improper implant selection, patient bone quality, trauma, non-compliance with post-operative treatment plans, and activity level as likely contributory factors. There is no evidence to support that there was a device malfunction of the smith & nephew device. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, product prints, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after underwent a revision-thr in 2022, patient's prothesis partially broke and in addition, has not integrated properly with the surrounding bone. This has caused loosening and bone loss. A revision surgery is required to address the adverse event; however, it is yet to be conducted.